Event description:
It was reported while using relion pen needles 4mm x 32 gauge it was difficult to operate properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, pen needles do not work when taking his injection. Stated, he has to use sometimes 4 pen needles before one will work. Stated, does not prime before injection. Stated, the pen needles are "just defective". Stated, he will not prime pen needles. Stated, he is not going to use the product anymore. Stated, he will not send in samples.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no physical samples were received however the investigation was performed based on the photo(s) provided. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge it was difficult to operate properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, pen needles do not work when taking his injection stated, he has to use sometimes 4 pen needles before one will work stated, does not prime before injection stated, the pen needles are "just defective" stated, he will not prime pen needles stated, he is not going to use the product anymore stated, he will not send in samples.